Manufacturer narrative:
A follow up was performed with key market (km), and it was confirmed that the hospital's equipment department resolved the issue by replacing the mask and adjusting the parameter settings of the ventilator; the device returned to normal status. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.

Manufacturer narrative:
During follow up with the key market (km), the responder reported that there was no delay in therapy, and no medical intervention was required. The patient was moved to a different ventilator.

Event description:
Philips received a complaint from the customer, reporting that the v200 ventilator displayed a "low inspiratory pressure" message. The device was in clinical use when the issue occurred. No patient or user harm reported. The customer reported that the v200 ventilator displayed a "low inspiratory pressure" message. It was reported that the patient's mask was replaced, but the issue was not resolved. The device was then restarted, and the breathing parameters were adjusted, and the staff reported that the mask could be correctly worn. This investigation is ongoing.